Event description:
It was reported that during a cystectomy procedure, there was significant bleeding from the staple line and the staples were misformed. Another device was used to complete the case.